Event description:
A customer obtained a non-reproducible, higher than expected vitros trop I es result on a single patient sample while using the vitros eci immunodiagnostic analyzer. Biased results of the direction and magnitude observed may lead to inappropriate physician action. It is not known whether the original result was reported to the clinician. There was no allegation of harm to the patient as a result of this event. This report corresponds to ortho clinical diagnostics inc. (B)(4)

Manufacturer narrative:
The investigation determined that a non-reproducible, higher than expected trop I es result occurred while using the vitros eci analyzer. An ocd field engineer found that repairs to the sample metering, reagent metering, well wash, and incubator subsystems were necessary to return the instrument to expected operation. System performance was verified by performing a precision test. The investigation also confirmed that the sample involved may not been processed in accordance with the tube manufacturer's recommendation. It is likely that cellular debris, due to poor sample preparation, was present in the affected sample, although this could not be confirmed. A definitive root cause for the event could not be determined. However, an analyzer related event or pre-analytical sample processing cannot be ruled out as contributing factors.